Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety sleeve of the bd phaseal¿ injector luer lock n35 did not extend completely and broke, leaving the needle exposed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: two unused samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, no defects were observed. No defects were found during the connection and disconnection of the products through functionality testing. A device history record review did not reveal any issues during the production of lot number 1712106 that could have contributed to the reported defect. It is important to hold onto the white component of the injector when engaging and/or disengaging the device, and not touch the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated and the needle is exposed. When disengaging the injector, the device must be removed by pulling straight back to avoid grip damage. If the injector has been forced while engaging, the grips may also become damaged. It is recommended that the instructions for use are carefully followed when using the injector product. The cause of the reported complaint was determined to be related to use error.

Event description:
It was reported that the safety sleeve of the bd phaseal¿ injector luer lock n35 did not extend completely and broke, leaving the needle exposed. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the safety sleeve of the bd phaseal¿ injector luer lock n35 did not extend completely and broke, leaving the needle exposed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.